Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Pre surgery checks were completed and passed. When attempting to rio register we could not verify the registration. Only red values would appear. We re registered robot once or twice and got rio registration to pass. In the case dr. States specifically... "Something is up with this robot". Our anterior cut was deep and were having problems getting the implant to sit on the anatomy correctly. We recut our tibia and dr. Made a few adjustments intraoperatively and we cemented the implants. The following day I met with the dr. To review patient plans and he requested specifically that we had someone to diagnose the robot to see what was going on. Case type / application: tka updates: - additional information received on november 4, 2022 -"a planar probe was not used to measure the cuts and I do not have the estimated angle discrepancy." -additional information received on november 11, 2022- "the cuts were not displayed as deep when we were cutting. When we went to trial our implants, the femur cuts were deep according to our surgeon. No alerts appeared on the robot."

Event description:
Pre surgery checks were completed and passed. When attempting to rio register we could not verify the registration. Only red values would appear. We re registered robot once or twice and got rio registration to pass. In the case dr. States specifically... "Something is up with this robot". Our anterior cut was deep and we're having problems getting the implant to sit on the anatomy correctly. We recut our tibia and dr. Made a few adjustments intraoperatively and we cemented the implants. The following day I met with the dr. To review patient plans and he requested specifically that we had someone to diagnose the robot to see what was going on. Case type / application: tka. Updates: additional information received on november 4, 2022 -"a planar probe was not used to measure the cuts and I do not have the estimated angle discrepancy." Additional information received on november 11, 2022- "the cuts were not displayed as deep when we were cutting. When we went to trial our implants, the femur cuts were deep according to our surgeon. No alerts appeared on the robot."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.